Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies. Unable to verify pump error 35 due to blank display. Unit received with corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Event description:
The customer reported via phone call that they received a pump error alarm. They stated that they charged their transmitter and then it went dead. They went to put a battery in it but it still did not work. The customer went swimming in the pool. Their blood glucose was 179 mg/dl at the time of the incident. During troubleshooting for the pump error alarm, the customer stated that the pump was not exposed to a high magnetic field and they weren't able to rewind the pump. The customer was advised that the insulin pump would need to be replaced, to discontinue use of the insulin pump and to revert to a back-up plan.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.